Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. A steerable guide catheter (sgc) was inserted, but it was observed that the sgc side port, where it connects to the stopcock, was cracked, and loss of fluid column occurred. Aspiration was performed. The sgc was removed and replaced. The procedure was completed with one clip implanted, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported crack flush port. The reported leak (loss of fluid) appears to be due to the reported cracked. The reported unexpected medical intervention was a result of case specific circumstance as additional aspiration was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.